Event description:
In 2007, the company received a report where it was claimed that the flange disconnected from the tube. No further details were provided regarding this report. Please refer to 2936999-2007-00277.